Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows a plastic bag with an aluminum package. Image is not clear to determine failure mode or reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.". Additional information was requested, and the following was obtained: the procedure should be distal gastrectomy. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m. Related to: 2210968-2022-06614.

Event description:
It was reported that a patient underwent a distal gastrectomy on (B)(6) 2022 and suture was used. During the procedure, suture broke when sewing in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/06/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found h3 evaluation: one opened sample of product was returned. Upon initial inspection of the sample, there were seven parked needles/sutures combinations with a label and a wing former, no external damages were observed on the needles/sutures combinations. The product is a control release, and each packet contains eight strands. Visual inspection was performed on the needle/suture combinations, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related and no defects were observed during the evaluation. A functional test was performed, and tensile strength was above the minimum requirements. There was no suture breakage observed and the functional test met the requirement. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.